Manufacturer narrative:
H3) the representative tested the system and determined that they were unable to perform registration with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this was not user error. The blunt planar probe was out of specification and needed to be replaced. Additional information was received. Event description was reworded to ¿the manufacturer representative (rep) called on behalf of unknown surgeon at the site to report issues registering with the passive planner probe. The system appeared to have the probe pop in and out of view. The rep stated that they have seen this happened before in their previous years working on stealth systems and it was frequently determined to be user error.¿ it was confirmed that no previous cases needed to be reported.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site reported issues when registering with the passive planner probe, and tracking. The system appeared to have the probe pop in and out of view. The representative stated this has happened before and it was determine to be user error. The blunt planar probe was bad and the site was sent a quote for a new one. The issue occurred pre-operative so there was no patient present. The representative tested the system. Prior to the case it was found to drop out intermittently. They swapped out the spheres and encountered the same issue. They tested a probe from their inventory and everything worked perfectly. It was determined that the blunt planar probe needed to be replaced. Registration was still possible with the bad probe but it was difficult to complete.  There was no patient involvement.